Manufacturer narrative:
The original MDR stated that the hypoglycemia was allegedly related to the pump self-suspending without user intervention. The pump self-suspending was determined not to be related to the reported low bg incident, as the pump self-suspending and therefore not delivering insulin is not likely to cause a low bg. The alleged suspend issue occurred on (B)(6) 2013, after the reported low bg incident which occurred on (B)(6) 2013. There is currently no indication that the alleged self-suspend issue was a cause or contributor in the reported low bg incident.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following : on (B)(6) 2013, she went to the hospital with a blood glucose (bg) of 40 mg/dl. She had severe hypoglycemia symptoms. She stated that she felt like she had a stroke and couldn¿t move. She was taken to the hospital, observed in the ER for 5-6 hours. And treated with IV fluids. She was then released. When she called animas to troubleshoot, it was noted that the pump was in suspend mode. Patient indicated that she never suspended the pump. She didn't understand how there could be a suspend history when she had not suspended the pump. Patient also stated that she felt the pump was responsible for her low bg. This complaint is being reported because the patient experienced hypoglycemia allegedly related to the pump suspending itself without user intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/21/2-14 with the following findings: a review of the pump histories indicated that the pump was suspended at 12:50 on (B)(6) 2013, and deliveries were resumed at 20:33 on (B)(6) 2013. When the pump is powered down while in ¿suspend¿ mode the default date of (B)(6) 2007 with a time of 00:00 is recorded. A review of the alarm history showed only typical usage alarms. A review of the total daily dose history for (B)(6) 2013 showed insulin delivery totals correctly reflected programmed values. The pump was tested on a delivery accuracy test, and was found to be delivering within required specifications. No alarms occurred during testing. Multiple boluses were successfully performed and accurately recorded in the pump history, and all remaining insulin amounts were correctly calculated and recorded in the pump history. No defect was found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.